Event description:
It was reported that after insertion of foley catheter in the operating room, it immediately fell out. Upon refilling with sterile water, the balloon portion was found damaged. No fragments remained in the bladder.

Manufacturer narrative:
Initial reporter name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.